Manufacturer narrative:
(B)(4). Approximate age of device- 4 months and 6 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that intermittent elevations in pump estimated flow and power with no change in speed started soon after the patient was implanted. The most recent echocardiogram performed on an unspecified date showed normal velocities on the inflow and outlflow cannulas with a normal sized left ventricle. It was reported that the patient had a lot of aortic insufficiency and the aortic valve was not opening at this time. Mild mitral regurgitation was also observed. On (B)(6) 2018, the customer reported that no cause for the intermittent pump powers and flows had been identified. Hemolysis labs were unremarkable and echocardiograms performed had not shown any pump thrombus. The patient had not received any medical intervention in response to the elevated pump parameters. The patient was reportedly feeling well and the customer planned to continue to monitor the patient very closely with labs and echocardiograms. The customer also reported that the pump sounded ¿grindy¿ upon auscultation. On (B)(6) 2018, it was reported that pump powers were sustaining in the double digits. Hemolysis labs were stable and the patient¿s inr was 1.8 (inr goal of 2-2.5). The patient¿s system controller was exchanged as a precaution. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of elevations in power and flow; however, a specific cause for this finding could not conclusively be established through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the report of aortic insufficiency could not conclusively be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.